Manufacturer narrative:
The device was requested, but not returned for evaluation. The investigation of this event is ongoing and a follow-up report will be submitted upon completion.

Event description:
A user facility reported that following implantation of an intraocular lens (iol), the patient experienced glare. The lens was subsequently explanted and replaced with an alternative intraocular lens. The model and manufacturer of the replacement lens were not provided. Additional information was requested but not received.